Event description:
Customer reported cuff leak on a shiley size 6. The information provided to date does not confirm decannulation and recannulation of a replacement tube was performed. Customer confirmed that no additional harm to the patient. Covidien is attempting to gather further details surrounding the circumstances of this report. Customer has not been able provided details of type of tube that was used.

Manufacturer narrative:
(B)(4). Once device can be identified, 510 (k) number will be provided. The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.